Event description:
The patient stated that her blood glucose had been elevated for the past day because she did not have her basal rates and time programmed correctly in her infusion device. The patient's husband was instructed on how to properly program the basal rates and time. The patient refused to have a trainer come to her house. The patient stated that her blood glucose measured "hi" on her blood glucose monitor and she had been feeling very tired and confused. She stated she tried to bolus through her infusion device to lower her blood glucose. She did not switch to her backup infusion device or give herself insulin injections. Upon follow up the patient's husband stated that the infusion device was functioning properly and the patient was feeling well. He stated that the patient's blood glucose returned to normal. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.